Event description:
Pt sex: unk. Procedure type: low anterior resection. According to the reporter: stapler was fired across the rectum. There were no staples in the cartridge. Operation time was extended by one hour. They rectified the problem by trying a pursestring around both the anvil and trocar of the circular stapler. They then completed the anastomosis with the circular stapler. No further pt details are known.

Manufacturer narrative:
.